Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and considered discordant when compared to the repeat negative test results. There was no known report of adverse health consequences due to the discordant troponin ultra cp result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues. The cause for the discordant positive result in unknown and may be attributed to sample preparation. No conclusion can be drawn. The instrument is performing within specifications.